Manufacturer narrative:
Section d10, h6 and h10. Section h10: additional visual observations indicated there was no damage observed on the second introducer that was returned separately after being used in the procedure. No kink was observed on the esheath. No scratches and other abnormalities were observed. Due to the nature of the complaint, no relevant functional testing was able to be performed. The complaint was confirmed by visual inspection. During dimensional inspection, the liner thickness was measured along the length of the liner tear. The esheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. All measured locations met the specification. CT imagery of the patient anatomy was provided by the site for review. The images revealed some calcification was present in the access vessels and abdominal aorta. During manufacturing of the esheath, the sheath and its components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no similar complaints. A review of complaint history from december 2018 to november 2019 revealed other complaints for the edwards esheath introducer set (all models and sizes) for the reported events. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformities were identified in the returned devices. A review of complaint history revealed that the monthly occurrence rate did not exceed the november 2019 control limits for the trend categories. The esheath instructions for use (IFU), the commander delivery system IFU, the prepping manual and the training manual were reviewed the necessary steps for preparation of the commander delivery system. Per the esheath IFU, use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were confirmed through visual inspection of the returned device. Investigation of the complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the introducer and sheath have proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing edwards lifesciences technical summary captures the root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The access vessel was noted to have calcification present in the patient¿s anatomy. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. A definitive root cause is unable to be determined at this time. However, available information suggests patient factors (calcification) could have contributed to the damage. Calcification could have come in contact with the sheath tip and weakened it, making it more prone to splitting. It is also possible that as the introducer was tracked over the guidewire that non-coaxially between the introducer and the guidewire caused damage to the introducer tip. Available information suggests that patient factors (access vessel calcification) and/or procedural factors (non-coaxial insertion of introducer) contributed to the reported complaint events. However, a definitive root was unable to be determined. A review of complaint data revealed that the complaint rates for these failure modes did not exceed the november 2019 control limits for the applicable trend categories. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventive actions are required at this time.

Manufacturer narrative:
Correction additional information: changed code from 1562 material seperation to 4008 material split, cut or torn. Additional information: the esheath was returned to edwards lifesciences for evaluation. During the pre-deco engineering evaluation, a liner tear approximately 4.5" from the distal tip was observed. Additionally, a piece approx. 1/4 " in length was confirmed to be missing from the introducer distal tip. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, post deployment of a 26mm sapien 3 valve, upon reinsertion of the dilator to remove the sheath, a very small piece of the dilator distal tip was noticed to be missing. It "almost looked like it tore off. Not the entire tip, but part of it". The patient was reported to have had no issues.  The missing distal tip piece was not found.